Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device did not power on. Complainant indicated the device powered up on the third attempt when re-inserting the battery in the battery well. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device was found to perform to specification. The device was put through extensive testing without duplicating a malfunction. The associated battery used at the time of the reported event was not returned to zoll for evaluation. Review of the device history logs indicate the device appropriately warned the end user that the battery was low and in need of replacement. Follow-up communication with the customer confirmed that once the battery was replaced, the device operated to specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.